Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports the needle did not deploy the cannula during the activation process. When the patient removed the pod the cannula was visible and pink slide did move forward. The pod was worn for less than an hour.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying late. The needle mechanism was reset and fired properly during the investigation. Although no problem was found with the device, we cannot determine when the device deployed, and the reported event could not be determined.